Event description:
It was reported to st jude medical that during routine follow-up, the physician was unable to interrogate the device. Numerous attempts were made to establish communication but none were successful. The decision was made to explant the device. During the explant procedure, evidence of twiddlers syndrome was discovered, as the lead was twisted and broken at the device interface.